Event description:
It was reported that blood backflowed into the 112 in 15 drop IV administration set tubing during the infusion. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "it was reported that blood is backing up into the tubing.".

Manufacturer narrative:
Correction: the lot number was provided by the customer. The following fields have been updated: d.2. Medical device lot#: 20065593. D.4. Medical device expiration date: 2025-06-04. H.4. Device manufacture date: 2020-06-04. Investigation: h.6. One picture was received from the customer which verifies the customer complaint that blood is backing up into the tubing. No product will be returned for investigation. A device history record review for model mx9128 lot number 20065593 was performed. The search showed that a total of 4503 units in 1 lot number was built on 05jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that blood backflowed into the 112 in 15 drop IV administration set tubing during the infusion. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "it was reported that blood is backing up into the tubing."